Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator stated they had experienced trouble since the implantable neurostimulator was implanted. The patient reported a shocking sensation and pain described as traveling from the hip to the brain. It was reported that the implantable neurostimulator had been turned off for some time and had not been charged for three months, but the patient continued to experience the shocking sensation and pain. The patient was reported to have a history of multiple sclerosis, and facility staff speculated this history might be related to the reported symptoms. The patient was reported to be at a facility with only the controller available and without the recharger telemetry module, and the facility planned to attempt to retrieve the recharger telemetry module.